Event description:
Resectoscope handpiece made sparks and caused the side to melt internally and a dark spot to form. Manufacturer response for resectoscope, storz (per site reporter). They are going to come get the device and initiate a quality control investigation.